Event description:
The customer letter stated that the instrument got super hot and burned patient. During the call with the dental office it was informed that 2 patients have been burned. Patient 2: during a crown preparation to teeth #13-15 the instrument got hot and caused a blister inside cheek beyond corner. Patient was informed how to use liquid benadryl and milk of magnesia and warm salt water. No medical care necessary. For first patient see MDR 3003637274-2021-00045.

Manufacturer narrative:
During the check of the handpiece prior to the repair it was found that it was running out of specification with a too high power consumption. The bearings have been vibrating and the chuck system was wobbling which is both a result of worn out ball bearings. As a result the friction was high and the heat up was reproducible quickly. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue. To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.